Event description:
Patient was revised to address severe pain. Update: (B)(6) 2012' litigation papers allege the patient was rendered sick, sore, lame and disabled and was caused to be incapacitated from his usual activities. There was no new information received that would impact the outcome of the investigation. Update: (B)(6) 2012 - medical records indicate circumferential black corrosive findings around the trunion at the interface with the femoral head.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information for sleeve and stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Reopen file, stem information.